Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic, de novo and severely calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. Vascular access was gained through unspecified femoral artery. Upon attempting to advance the apex flex monorail 1.5mm x 12mm balloon catheter to the lesion for pre-dilatation, resistance was encountered and the catheter was unable to cross the lesion. The physician drew vacuum from the balloon and blood was drawn into the catheter. The balloon was never inflated. Anther manufacturer's balloon catheter was advanced to the lesion, but it also ruptured. It was reported that according to the physician, the balloon rupture might have been caused by the calcified lesion. The procedure was completed with a different device and two competitor stents were implanted. There were no patient injuries or complications. The patient's status was reported as "good." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause has been attributed to operational context due to the likelihood that the patient's anatomy and procedural factors contributed to the reported difficulty.